Event description:
It was reported that the probe would not enter into the probe guide and that a piece of foreign material on the tip of the probe. The physician was able to remove probe and complete using another probe. There were no pt consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.